Manufacturer narrative:
Follow-up # 1 - 1/19/2015: device evaluation.the lay user/patients test strips have been returned on 12/17/2014 and further evaluated by lifescan product analysis on 1/12/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed.the meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (one touch ping) read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "145mg/dl and 300mg/dl" and also unknown results with "100mg/dl" difference with the subject meter (onetouch ping), performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.